Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of sensing, high capture threshold, and variable impedance measurements were observed due to a dislodged atrial lead. Patient was asymptomatic. The lead was explanted and replaced with stable measurements. Patient was stable.